Event description:
Customer reported two patient samples, one containing anti-e and the other containing anti-jka, did not react with vra106. No death or serious injury was associated with this incident.